Manufacturer narrative:
(B)(4). This case is being reported because the subject cruise guide wire (model#: pagp140300r) is being distributed as the regalia xs 1.0 guide wire (model#: pagp140300) in the us. Brand name (d1) is. Therefore, cruise as indicated on the product package label; accordingly, the product name in this report is referred to as cruise guide wire. The subject cruise guide wire was returned for investigation. The returned cruise guide wire was found inserted in its concomitant catheter. The guide wire was found coming out of the proximal end of the catheter for approximately 1500mm and could not be removed. The core wire and polymer jacket were detached in the catheter. Two pieces of fragments were returned as well, which will be referred to as fragment (1) and fragment (2) in this report. [Fragment (1)]: microscopic observation of fragment (1) found a ball tip at its very distal end. The polymer jacket was found torn at approximately 80mm from the ball tip. The core wire was fractured at approximately 3mm proximal to the torn polymer jacket. The outer col was stretched for approximately 6mm from the torn polymer jacket and found fractured. Fragment (1) was found tortuously deformed throughout its length. The polymer jacked surface was found scratched. [Fragment (2)]: microscopic observation found that fragment (2) was tortuously deformed throughout its length. When removed for observation, the polymer jacket was found torn at approximately 30mm distal to the proximal solder (set at 120mm from the wire tip to fix the outer coil onto the core wire). The core wire was found fractured at approximately 4mm distal to the torn polymer jacket. The outer coil was stretched for approximately 65mm from the torn polymer jacket and fractured. The core wire and the polymer jacket were detached at approximately 70mm proximal to the proximal solder. [Fracture surfaces]: observation by scanning electron microscope (sem) found that fracture surface (a) of the core wire had a relatively flat fracture surface likely attributed to torsion and circumferential cracks on the wire shaft. Observation by sem found that fracture surface (b) of the core wire had a trace of longitudinal split likely attributed to bending stress. Measurement of the returned guide wire suggested that the core wire of the subject cruise guide wire got fractured at approximately 80mm from the wire tip, the outer coil together with the polymer jacket were stretched and detached, and the core wire and the polymer jacket were detached at approximately 180mm from the wire tip. While it was concluded that the entire guide wire was returned based on the measurement of the outer coil and core wire of the subject cruise guide wire, the polymer jacket was too severely damaged to identify whether there were any missing polymer segments or not. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that torsion generated with guide wire manipulation might have been locally accumulated to the core wire of the subject cruise guide wire while its distal segment was caught by the ivc filter. Consequently, the core wire was fractured. As tensional stress was applied during withdrawal attempts, the outer coil together with the polymer jacket were stretched and detached. Although it was concluded that this event was not attributed to product quality, it was concluded that the returned guide wire was too severely damaged to rule out the likelihood that some fragment was left in situ. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings]: ~ the coil section is especially fragile, so do not bend or pull it more than necessary. Otherwise, the guide wire may be damaged. ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. Otherwise, the guide wire may be damaged and/or vessel trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the tip of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position. Otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects]: ~ buckling, bending, separation or breakage of this guide wire and its withdrawal trouble.

Event description:
It was reported that an asahi cruise guide wire was used to remove a gunter tulip inferior vena cava (ivc) filter (cook) that had been placed in the ivc of the patient. The cruise guide wire was caught by the ivc filter and fractured at approximately 50mm from the wire tip. The wire fragment was left in situ. It was informed that the procedure was stopped, and the patient was still hospitalized.